Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as: 2134265-2016-06514. It was reported that the patient experienced an embolization. The totally occluded, 150mm x 5mm , tasc ii c target classified lesion was located in the right mid superficial femoral artery. The lesion was treated with a 2.1/3.0 mm jetstream xc atherectomy catheter and a 1.6mm jetstream sc atherectomy catheter. Contrast images were checked after the treatment which revealed thrombus at the front and distal sides. The occlusion was removed first after cutting by blade up since poor balloon reaction was expected due to the lesion at the level of 180 mm was hard fibrous. Subsequently after cutting by blade up, the thrombus was aspirated by tvac 8fr and mach 1mp in which a large organized thrombus was aspirated. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed using a 5.0x50mm sterling balloon, with 25% final residual stenosis. The patent was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Describe event or problem: additional information. (B)(4).

Event description:
It was further reported that distal embolization from right mid superficial femoral artery to right distal popliteal artery.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that vascular access was gained via the right femoral artery. The 100% stenosed target lesion was located in the mildly calcified right mid superficial femoral artery.